Manufacturer narrative:
After further evaluation, the suspect medical device in question was changed from the architect total b-hcg assay, list number 07k78, to the architect i2000sr analyzer, list number 03m74-02. All further information will be documented under manufacturer report number 1628664-2019-00167. An evaluation is in-process.

Manufacturer narrative:
Sample ID provided. Note: manufacture report number 1628664-2019-00167 was opened as the suspect device had been changed to the architect i2000sr analyzer, after further evaluation the suspect device was changed back to the architect total b-hcg assay, as documented in this report. Further investigation of the customer issue included a review of the complaint text, in-house testing, field data review, instrument log review, batch record review, a search for similar complaints, and a review of labeling. Return material was not available from the customer. An accuracy testing protocol was performed using an in-house retain kit and all specifications were met indicating the lot is preforming acceptably. An analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis concluded that the medians of patient results are within the established limits for lot 87435ui00. No issues were identified which would indicate a product deficiency from the batch record review. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect total b-hcg reagent, list 07k78, lot 87435ui00 , was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false positive architect b-hcg result. The customer provided the following data: initial 254.73 miu/ml, retest < 1.20 miu/ml. There was no adverse impact to patient management reported.